Manufacturer narrative:
(B)(4). Device evaluation: it was reported the patient was attempting to remove their catheter when they pulled the catheter out of the hub, the issue was confirmed. One arrow 5fr 2-l catheter was returned. Visual examination revealed the catheter body was separated inside the juncture hub. The catheter body was not returned. Microscopic inspection determined that the catheter body was separated 2 mm inside the juncture hub. Examination from the distal end of the juncture hub found the end of the catheter body to be uneven indicating separation related to excessive force. The instruction booklet cautions that the procedure must be performed by trained personnel well versed in anatomical landmarks, safe techniques, and potential complications. A device history record review was performed and did not reveal any manufacturing related issues. Based on the investigation findings and the report that the patient was attempting to remove their own catheter, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was attempting to remove their catheter when they pulled the catheter out of the hub. The sample condition indicates that catheter body was separated below the juncture hub. The remaining catheter was held in place by the second site connector and statlock. As a result, the entire catheter was removed from the patient. The patient outcome was fine.